Event description:
It was observed that during the device evaluation, the sonicbeat front-actuated grip was broken at 14 mm from the distal end of the probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Ultrasound was output while tissue was grasped at the tip of the gripping part, causing the probe and tissue pad to come into contact at the rear end of the gripping part, resulting in wear of the tissue pad. 2. Wear of the tissue pad caused the gripping part and probe to come into contact. 3. Ultrasound was output when the gripping part and probe were in contact, resulting in a contact mark. 4. The load of the ultrasound output and grasping the tissue was applied to the probe, causing a crack to form starting from the contact mark. 5. Some kind of load was applied to the probe, causing it to break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.